Event description:
Ntaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain"), pyelonephritis ("pyelonephritis"), vulvovaginal burning sensation ("burning at vaginal entry") and headache ("untreatable headache") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included septicaemia (in hospital in (B)(6) 2015) in (B)(6) 2015, menorrhagia (resolving) in (B)(6) 2015, absence of menstruation (no menstrual cycle) in (B)(6) 2015 and depression (with sadness, period of darkness) in (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("cramps, abdominal cramps"). In (B)(6) 2015, the patient experienced headache (seriousness criterion hospitalization), dyspnoea ("shortness of breath"), coital bleeding ("bleeding after sexual intercourse"), back pain ("back pain"), vertigo ("vertigo"), dizziness ("lightheadedness"), paraesthesia ("tingling sensation in finger"), hypoaesthesia ("feeling of numbness in extremity"), weight increased ("heavy weight gain") and constipation ("constipation"). In (B)(6) 2015, the patient experienced menstrual disorder ("abnormal menses"), dyspareunia ("pain during sexual intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), pruritus ("skin pruritus (abdomen, legs and neck)"), skin irritation ("irritation abdomen and legs"), dry skin ("dry skin") and erythema ("red plaques on abdomen and thighs"). In (B)(6) 2016, the patient experienced abdominal distension ("swelling abdomen"), vaginal discharge ("discharge/odor"), vaginal odour ("discharge/odor"), micturition urgency ("urgency urination"), pollakiuria ("urination frequency increased"), amnesia ("loss of memory"), anxiety ("anxiety"), mood swings ("mood swings"), confusional state ("confusion") and fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced loss of libido ("loss of libido"), breast pain ("breast pain"), vision blurred ("filmy vision") and hyperhidrosis ("hyperhidrosis"). In (B)(6) 2016, the patient experienced hot flush ("hot flushes"), night sweats ("night sweat"), incontinence ("incontinence"), memory impairment ("forgetfulness") and insomnia ("insomnia"). In 2016, the patient experienced pain ("body pain (sensitivity)"). In (B)(6) 2016, the patient experienced facial pain ("right side facial pain"), tooth disorder ("dental problems") and skin discolouration ("skin stains"). In (B)(6) 2016, the patient experienced skin odour abnormal ("odor after sexual intercourse (lost)"). In june 2017, the patient experienced premature menopause ("premature menopause"). In (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), vulvovaginal burning sensation (seriousness criterion hospitalization), ovulation pain ("ovulation painful") and contusion ("easily bruising"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. Essure treatment was not changed. At the time of the report, the pelvic pain had resolved with sequelae, the pyelonephritis, headache, ovarian cyst, skin odour abnormal and insomnia outcome was unknown, the vulvovaginal burning sensation had resolved and the abdominal pain lower, abdominal distension, vaginal discharge, vaginal odour, menstrual disorder, hot flush, ovulation pain, night sweats, dyspnoea, loss of libido, coital bleeding, dyspareunia, premature menopause, incontinence, micturition urgency, pollakiuria, breast pain, back pain, arthralgia, pain, facial pain, vertigo, dizziness, paraesthesia, hypoaesthesia, amnesia, memory impairment, anxiety, mood swings, confusional state, contusion, fatigue, alopecia, tooth disorder, weight increased, constipation, vision blurred, skin discolouration, pruritus, skin irritation, dry skin, hyperhidrosis and erythema had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, back pain, breast pain, coital bleeding, confusional state, constipation, contusion, dizziness, dry skin, dyspareunia, dyspnoea, erythema, facial pain, fatigue, headache, hot flush, hyperhidrosis, hypoaesthesia, incontinence, insomnia, loss of libido, memory impairment, menstrual disorder, micturition urgency, mood swings, night sweats, ovarian cyst, ovulation pain, pain, paraesthesia, pelvic pain, pollakiuria, premature menopause, pruritus, pyelonephritis, skin discolouration, skin irritation, skin odour abnormal, tooth disorder, vaginal discharge, vaginal odour, vertigo, vision blurred, vulvovaginal burning sensation and weight increased with essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pyelonephritis ("pyelonephritis"), vulvovaginal burning sensation ("burning at vaginal entry") and headache ("headaches that do not resolve") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included septicaemia (in hospital in (B)(6) 2015) in (B)(6) 2015, menorrhagia (resolving) in (B)(6) 2015 and absence of menstruation (no menstrual cycle) in (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("cramps/ abdominal spasms"). In (B)(6) 2015, the patient experienced headache (seriousness criterion hospitalization), coital bleeding ("bleeding after sexual intercourse"), dyspnoea ("shortness of breath"), back pain ("back pain"), vertigo ("vertigo"), dizziness ("lightheadedness"), paraesthesia ("tingling sensation in fingers"), hypoaesthesia ("feeling of numbness in extremities"), weight increased ("significant weight gain") and constipation ("constipation"). In (B)(6) 2015, the patient experienced menstrual disorder ("abnormal menstruation"), dyspareunia ("pain during sexual intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), erythema ("red area on belly and thighs"), pruritus ("itchiness (stomach, legs and throat)"), throat irritation ("itchiness (stomach, legs and throat)"), skin irritation ("irritation on stomach and legs") and dry skin ("dry skin"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating (abdominal swelling)"), micturition urgency ("urgency urination"), pollakiuria ("urination frequency increased"), amnesia ("loss of memory"), anxiety ("anxiety"), mood swings ("mood swings"), confusional state ("confusion"), fatigue ("always tired"), skin odour abnormal ("odor"), adverse event ("leaking / odor") and depression ("depression") with depressed mood and negative thoughts. In (B)(6) 2016, the patient experienced loss of libido ("loss of libido"), breast pain ("breast pain"), vision blurred ("filmy vision") and hyperhidrosis ("hyperhidrosis"). In (B)(6) 2016, the patient experienced night sweats ("night sweat"), hot flush ("hot flushes"), incontinence ("incontinence"), memory impairment ("forgetfulness") and insomnia ("insomnia"). In 2016, the patient experienced pain ("body pain (sensitivity)"). In (B)(6) 2016, the patient experienced facial pain ("right-sided facial pain"), tooth disorder ("dental problems") and skin discolouration ("skin stains"). In (B)(6) 2016, the patient experienced vaginal odour ("odor after sexual intercourse") and vaginal discharge ("discharge after sexual intercourse"). In (B)(6) 2017, the patient experienced premature menopause ("premature menopause"). In (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), vulvovaginal burning sensation (seriousness criterion hospitalization), ovulation pain ("ovulation painful") and increased tendency to bruise ("easily bruising"). The patient was hospitalized from (B)(6) 2017 and then and discharged in (B)(6) 2017. Essure treatment was not changed. At the time of the report, the pelvic pain had resolved with sequelae, the pyelonephritis, headache, ovarian cyst, vaginal odour, vaginal discharge and insomnia outcome was unknown, the vulvovaginal burning sensation had resolved and the abdominal pain lower, abdominal distension, menstrual disorder, dyspareunia, coital bleeding, ovulation pain, night sweats, hot flush, dyspnoea, loss of libido, premature menopause, incontinence, micturition urgency, pollakiuria, breast pain, back pain, arthralgia, pain, facial pain, vertigo, dizziness, paraesthesia, hypoaesthesia, amnesia, memory impairment, anxiety, mood swings, confusional state, increased tendency to bruise, fatigue, alopecia, tooth disorder, weight increased, constipation, vision blurred, skin discolouration, erythema, pruritus, throat irritation, skin irritation, dry skin, hyperhidrosis, skin odour abnormal, adverse event and depression had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, adverse event, alopecia, amnesia, anxiety, arthralgia, back pain, breast pain, coital bleeding, confusional state, constipation, depression, dizziness, dry skin, dyspareunia, dyspnoea, erythema, facial pain, fatigue, headache, hot flush, hyperhidrosis, hypoaesthesia, incontinence, increased tendency to bruise, insomnia, loss of libido, memory impairment, menstrual disorder, micturition urgency, mood swings, night sweats, ovarian cyst, ovulation pain, pain, paraesthesia, pelvic pain, pollakiuria, premature menopause, pruritus, pyelonephritis, skin discolouration, skin irritation, skin odour abnormal, throat irritation, tooth disorder, vaginal discharge, vaginal odour, vertigo, vision blurred, vulvovaginal burning sensation and weight increased with essure. Most recent follow-up information incorporated above includes: on 19-jul-2018: after internal review: reporter is the patient herself. The events "depression, sadness, dark feelings" were added, start date amended from (B)(6) 2015 to (B)(6) 2016. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), vulvovaginal burning sensation ("burning at vaginal entry"), headache ("headaches that do not resolve / right side headache"), pyelonephritis ("pyelonephritis") and poisoning ("intoxicated blood") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included septicaemia (in hospital in (B)(6) 2015) in (B)(6) 2015, menorrhagia (resolving) in (B)(6) 2015 and absence of menstruation (no menstrual cycle) in (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("cramps/ abdominal spasms"). In (B)(6) 2015, the patient experienced headache (seriousness criterion hospitalization), coital bleeding ("bleeding after sexual intercourse"), dyspnoea ("shortness of breath / breathing difficulty"), back pain ("back pain"), vertigo ("vertigo"), dizziness ("lightheadedness"), paraesthesia ("tingling sensation in fingers"), hypoaesthesia ("feeling of numbness in extremities"), weight increased ("significant weight gain") and constipation ("constipation"). In (B)(6) 2015, the patient experienced menstrual disorder ("abnormal menstruation / menstruation abnormal periods"), dyspareunia ("pain during sexual intercourse / intercourse pain"), arthralgia ("joint pain"), alopecia ("hair loss"), erythema ("red area on belly and thighs / red plaque on the belly and thighs"), pruritus ("itchiness (stomach, legs and throat) / itchy skin"), throat irritation ("itchiness (stomach, legs and throat)"), skin irritation ("irritation on stomach and legs") and dry skin ("dry skin"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating (abdominal swelling)"), micturition urgency ("urgency urination"), pollakiuria ("urination frequency increased"), amnesia ("loss of memory"), anxiety ("anxiety"), mood swings ("mood swings"), confusional state ("confusion"), fatigue ("always tired"), skin odour abnormal ("odor"), adverse event ("leaking / odor") and depression ("depression") with depressed mood and negative thoughts. In (B)(6) 2016, the patient experienced loss of libido ("loss of libido"), breast pain ("breast pain"), vision blurred ("filmy vision") and hyperhidrosis ("hyperhidrosis"). In (B)(6) 2016, the patient experienced night sweats ("night sweat"), hot flush ("hot flushes / odor hot flushes"), incontinence ("incontinence"), memory impairment ("forgetfulness") and insomnia ("insomnia"). In 2016, the patient experienced pain ("body pain (sensitivity)"). In (B)(6) 2016, the patient experienced facial pain ("right-sided facial pain"), tooth disorder ("dental problems") and skin discolouration ("skin stains / stain on itchy skin (belly and leg)"). In (B)(6) 2016, the patient experienced vaginal odour ("odor after sexual intercourse") and vaginal discharge ("discharge after sexual intercourse"). In (B)(6) 2017, the patient experienced premature menopause ("premature menopause"). In (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), vulvovaginal burning sensation (seriousness criterion hospitalization), poisoning (seriousness criterion medically significant), ovulation pain ("ovulation painful"), increased tendency to bruise ("easily bruising") and amenorrhoea ("lack of menstrual cycle"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then and discharged in (B)(6) 2017. Essure treatment was not changed. At the time of the report, the pelvic pain had resolved with sequelae, the vulvovaginal burning sensation had resolved, the headache, pyelonephritis, poisoning, ovarian cyst, vaginal odour, vaginal discharge, insomnia and amenorrhoea outcome was unknown and the abdominal pain lower, abdominal distension, menstrual disorder, dyspareunia, coital bleeding, ovulation pain, night sweats, hot flush, dyspnoea, loss of libido, premature menopause, incontinence, micturition urgency, pollakiuria, breast pain, back pain, arthralgia, pain, facial pain, vertigo, dizziness, paraesthesia, hypoaesthesia, amnesia, memory impairment, anxiety, mood swings, confusional state, increased tendency to bruise, fatigue, alopecia, tooth disorder, weight increased, constipation, vision blurred, skin discolouration, erythema, pruritus, throat irritation, skin irritation, dry skin, hyperhidrosis, skin odour abnormal, adverse event and depression had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, adverse event, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, breast pain, coital bleeding, confusional state, constipation, depression, dizziness, dry skin, dyspareunia, dyspnoea, erythema, facial pain, fatigue, headache, hot flush, hyperhidrosis, hypoaesthesia, incontinence, increased tendency to bruise, insomnia, loss of libido, memory impairment, menstrual disorder, micturition urgency, mood swings, night sweats, ovarian cyst, ovulation pain, pain, paraesthesia, pelvic pain, poisoning, pollakiuria, premature menopause, pruritus, pyelonephritis, skin discolouration, skin irritation, skin odour abnormal, throat irritation, tooth disorder, vaginal discharge, vaginal odour, vertigo, vision blurred, vulvovaginal burning sensation and weight increased with essure. The reporter commented: period of product use was reported as two and half years and incident date was reported as approximately (B)(6) 2015. Most recent follow-up information incorporated above includes: on 22-oct-2018: follow-up received from ha. New events added: lack of menstrual cycle and intoxicated blood. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.